Event description:
It was reported that revision surgery was performed due to dislocation.

Manufacturer narrative:
The top liner ring was received disassembled from the shell construct. The top liner ring had signs of plastic deformation on face of the rim. It was determined the signs of plastic deformation observed on the face of the top liner ring were likely due to femoral neck impingement. This impingement, if coupled with potential high lever-out forces, may have resulted in the dislocation of the bipolar construct.